Manufacturer narrative:
Additional information: medtronic received information that the reported issue had not reoccurred since the original instance.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that that the navigation system's emitter displayed an x on the little icon, on the right, while preparing for a case. The emitter was not chirping either. They went ahead and rebooted the system with no resolution. They shut down the system and then brought in another navigation system and completed without issue. The manufacturing representative was on site following the case and opened the emitter details. Everything was green. They checked out the interface and everything checked out as ok. The representative was able to successfully navigate and track the patient/instrument trackers on the demonstration model. They proceeded in and out of the various parts of the application without being able to replicate the issue. All the cables were properly seated and the device displayed a "7" at the time of the report. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.